Event description:
It was reported that the device was removed because ¿it was not working anymore.¿ the patient stated that the health care provider was unable to explain why. The patient was going to the bathroom ¿a lot more¿ and was unable to hold her pee. The patient stated that when she laughed she peed herself. The patient got an MRI ¿two to three weeks¿ prior to the surgery and ¿they¿ did not see anything wrong. The patient also went in for reprogramming and the manufacturer representative was unable to get it to work. The device worked ¿really well¿ the first ¿seven to ten months.¿ the lead was also replaced. Further information received reported that the manufacturer representative was present at the device explant and did not see any mal function. The device was disposed of by the hospital.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v926904, implanted: (B)(6) 2012, product type lead; (B)(4).